Event description:
Complainant alleged that while attempting to defibrillate a patient. The device did not allow the associated defibrillator to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complainant is still under investigation.